Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 574 mg/dl and it dropped down to 374 mg/dl. The customer reported 3 no delivery alarms from a second bent cannula. The customer declined to troubleshoot for high readings.